Event description:
It was reported that the needle broke off in patient during injection with a bd pn¿ 31x5 france 5b 100bx. The following information was provided by the initial reporter, translated from german to english: the needle broke off during the injection and remained in the body of the patient. After consultation with the patient, the patient is still considering whether he should have the needle surgically removed.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off in patient during injection with a bd pn¿ 31x5 france 5b 100bx. The following information was provided by the initial reporter, translated from (B)(6) the needle broke off during the injection and remained in the body of the patient. After consultation with the patient, the patient is still considering whether he should have the needle surgically removed.